Event description:
During closure, a suture needle (2-0 vicryl on sh needle) piece was broken and left in the patient's left gluteal muscle. Protocol for retained objects was followed by the perioperative staff. Radiologist was called and confirmed retained sharp piece with the resident surgeon. The attending surgeon and resident decided to leave the piece in the patient. She was then woken up, transferred to the bed, and taken to pacu. The pacu rn was notified of the events via handoff with the circulating rn, and the resident and/or attending talked to the patient and family in pacu about the procedure to disclose the information about the retained sharp.